Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dlk) in the left eye, at the second day postoperative visit. The patient reported no symptoms and was doing well. The topical steroid drops were increased. In a follow up, the optometrist reported that the event resolved with the treatment after five days. No further information is expected.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).